Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and would not turn on after begin tossed in the laundry at the hospital. Customer states the contacts on the battery cap are damaged. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. The test p-cap does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to verify battery cap damage due to pump received without the original battery cap. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads and serial number label fading.